Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the air bubble detector (abd) module light to be red when it should have been green connected to lab use only (luo) testing equipment which is out of specification. The pst disassembled the abd module and installed a luo generic printed circuit (pc) board and observed the abd module light to be green. It was determined that the abd generic pc board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the abd module was not communicating with the heart lung machine (hlm) base as the light emitting diode (led) light on the module was not illuminating. The fsr replaced the abd module and performed verification testing successfully. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the air bubble detector (abd) module had failed. There were no reported adverse consequences to the patient.